Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation, the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic cut, all of the insulators were breach cut, there was a white substance on the outer insulation, there was apparent explant damage and the lead was stretched. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had cosmetic environmental stress cracking. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Analysis of the leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) and three leads were returned from an unknown source with no information. Information identified in the manufacture's data base indication the patient died approximately five months post the implant of the crt-d. Cause of death has been requested and not received.